Event description:
It was reported that an em shunt navigation system inaccuracy occurred despite successful registration and surgeon confirmed accuracy. During burr hole creation, unexpected bleeding led to expansion to a craniotomy, at which point navigation was determined to be grossly inaccurate. The patient tracker was confirmed to have remained stable throughout the procedure. The em system was abandoned and the procedure was converted to a standard cranial navigation workflow, requiring wound closure, patient repositioning, reregistration, and redraping. This resulted in an approximately 4 hour surgical delay. Adverse consequences included unnecessary expansion of the craniotomy and prolonged surgical time due to navigation inaccuracy.